Event description:
It was reported that the patient experienced pain in their groin. It was noted as right, lower back above the waist and radiates through the abdominal to the pump pocket. It "drops him to his knees." It was indicated there was a decrease in sensation, numbness and pain in penis. Regarding bladder and bowel function it was noted "has some difficulty with urgency." The severity was noted to be moderate. A CT scan with contrast was performed on (B)(6) 2012 and results were no catheter tip granuloma, no fracture, subluxation, or central canal stenosis. A device surgical revision was performed on (B)(6) 2012; the catheter was spliced. The outcome was noted to be an ongoing event. It was also indicated that the patient outcome was noted as resolved without sequelae on (B)(6) 2012. The pump was delivering hydromorphone, clonidine and prialt.

Event description:
It was reported that there was an intrathecal catheter break. The catheter broke off at what appeared to be the interlaminar ligament. Clear cerebral fluid emanated from the catheter tract for a few seconds than stopped. Clinician attempted to retrieve the broken section of catheter but was out of reach without significant additional surgery. A new catheter was repositioned one vertebral level lower than initial catheter placement.

Manufacturer narrative:
Programmer: model 8835, serial# (B)(4); catheter: model 8711, lot# n126188005, implanted: 2008 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).